Event description:
Clinical notes were received as part of the referral process for generator replacement. The notes stated that the patient's seizure frequency had increased over the past year to one seizure per month. Of note, the patient and her mother believed this was due to the battery being low; however, the manufacturer is not aware of a battery status or system diagnostics results from the time the increased seizure activity began. No relevant surgery is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
The patient's vns generator was replaced and was reportedly discarded per the hospital's policy. No additional or relevant information has been received to date.